Event description:
It was reported that during a laparoscopic gastric bypass procedure, the nurse noticed that the "tavel" wrap had gray printing rather than red. She didn't know if it was the same or if she should use it. Others were used with red print to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.